Manufacturer narrative:
Internal insulation abrasions were noted at 7.4-8.3cm, 20.0-20.1cm, and 30.3-30.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a normal device change out procedure, low, out of range high voltage lead impedance was observed when connected to the new ICD. An alert for possible high voltage lead issue was noted also noted. The physician reconnected the lead to the explanted ICD and performed a dft test. The test was unsuccessful nad the patient was rescued with external defibrillation. Both ICD and rv lead were replaced.